Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6)2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient was found unconscious by their husband. When the husband took a fingerstick, the cgm was reading 300 mg/dl and the blood glucose reading was 30 mg/dl. The husband disconnected the pump and treated the patient with a baqsimi glucagon nasal spray. No further treatment was reported to be needed. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.